Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratches on case, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had power errors alarm frequently. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer said the internal power source was unable to charge. The insulin pump is operating on the aa battery only. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. Customer also reported that the insulin pump had died. Customer also reported low battery issue. Customer did not have back up plan. The insulin pump will not be returning for analysis.